Event description:
This is a report of inadequate iodine in a minicap. The caregiver stated that the sponges were orange/brown and appeared to have iodine on them. However, the iodine appeared partially dry. This was discovered before patient use. No additional information is available. This is report 13 of 46 involved in this event.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device mfg date: 12/03/2014 -12/09/2014. The device evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.